Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm x 150mm x120cm smart flex vascular ses (self-expanding stent) delivery system was used to cover the dissection site; however, there was resistance felt upon fixing the guidewire (unknown) and withdrawing the stent catheter. Under the x-ray, it was confirmed that the ¿release position of the stent was not deviated¿. They tried to withdraw the stent catheter again, but the ¿y-valve¿ of the stent catheter was ruptured at the ¿interface of the catheter¿. The whole stent system was immediately recovered from the non cordis sheath and was removed from the patient¿s body. Another smart flex was used to complete the procedure. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. No anomalies were noted when removed from the package or during prep. The right superficial femoral artery and anterior tibial artery stent (unknown) was implanted before the operation. Due to the vascular occlusion again, the patient was admitted to the hospital for surgical treatment. The puncture was through the left femoral artery. The lesion was not calcified. The was little vessel tortuosity and no vessel angulation. The device was not used for a total chronic occlusion. A non cordis guidewire and sheath were used. The non cordis sheath arrived at the lesion for angiography and the strip dissection lesion was found at the proximal end of the superficial femoral artery. The smart flex reached the lesion position smoothly through the sheath and completed the positioning preparation for the release. The device was returned for evaluation. Per visual analysis during the product evaluation, an outer sheath separation from the hub was observed.

Manufacturer narrative:
A non-sterile unit of ¿smart flex 5x150 vas 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit was received fully deployed and the hemostasis valve was received opened. Per visual analysis, an outer sheath separation from the hub was observed. Also, kinked/bent condition was located on the proximal area of the unit, approximately from 8 cm to 10 cm from the point of sheath separation. Besides, the pusher rod of the unit was observed bent. No other damages or anomalies were observed on the returned device. Functional analysis was not performed due to the separated outer sheath, the kinked/ bent, and the already deployed condition of the unit the way it was received for evaluation. Per microscopic analysis, the unit was inspected under the vision system and the separation area between the hub and the outer shaft of the smart flex 5x150 vas 120 cm unit presented evidence of elongations and flared conditions on the outer shaft material. The elongations and flared condition of the outer shaft might be a sign that the unit was induced to a pulling event prior to the hub ¿ outer shaft separation. No other characteristics or anomalies were observed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A 5mm x 150mm x120cm smart flex vascular ses (self-expanding stent) delivery system was used to cover the dissection site; however, there was resistance felt upon fixing the guidewire (unknown) and withdrawing the stent catheter. Under the x-ray, it was confirmed that the ¿release position of the stent was not deviated¿. They tried to withdraw the stent catheter again, but the ¿y-valve¿ of the stent catheter was ruptured at the ¿interface of the catheter¿. The whole stent system was immediately recovered from the non-cordis sheath and was removed from the patient¿s body. Another smart flex was used to complete the procedure. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. No anomalies were noted when removed from the package or during prep. The right superficial femoral artery and anterior tibial artery stent (unknown) was implanted before the operation. Due to the vascular occlusion again, the patient was admitted to the hospital for surgical treatment. The puncture was through the left femoral artery. The lesion was not calcified. The was little vessel tortuosity and no vessel angulation. The device was not used for a total chronic occlusion. A non-cordis guidewire and sheath were used. The non-cordis sheath arrived at the lesion for angiography and the strip dissection lesion was found at the proximal end of the superficial femoral artery. The smart flex reached the lesion position smoothly through the sheath and completed the positioning preparation for the release. Per visual analysis during the product evaluation, an outer sheath separation from the hub was observed. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of ¿smart flex 5x150 vas 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit was received fully deployed and the hemostasis valve was received opened. Per visual analysis, an outer sheath separation from the hub was observed. Also, kinked/bent condition was located on the proximal area of the unit, approximately from 8 cm to 10 cm from the point of sheath separation. Additionally, the pusher rod of the unit was observed bent. No other damages or anomalies were observed on the returned device. Functional analysis was not performed due to the separated outer sheath, the kinked/ bent, and the already deployed condition of the unit the way it was received for evaluation. Per microscopic analysis, the unit was inspected under the vision system and the separation area between the hub and the outer shaft of the smart flex 5x150 vas 120 cm unit presented evidence of elongations and flared conditions on the outer shaft material. The elongations and flared condition of the outer shaft might be a sign that the unit was induced to a pulling event prior to the hub ¿ outer shaft separation. No other characteristics or anomalies were observed. A product history record (phr) review of lot 228552 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses- withdrawal difficulty - through guide/sheath¿ and ¿outer sheath- separated- in patient¿ were confirmed due to the returned unit exhibited kinked, bent and separated conditions. Nonetheless, separated condition shows evidence of elongations and flared conditions on the outer shaft material; the elongations and flared conditions of the outer shaft material might be a sign that the unit was induced to a pulling event prior to the hub and outer shaft separation. The exact cause of these anomalies could not be conclusively determined during the analysis. However, it is probable that procedural or handling factors such as the user¿s interaction with the device as well as vessel characteristics may have contributed to the reported events. According to the instructions for use (IFU) ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prior to stent deployment, remove all slack from the catheter delivery system.¿ neither the phr review nor the product analysis suggests that the reported conditions could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm x 150mm x120cm smart flex vascular ses (self-expanding stent) delivery system was used to cover the dissection site; however, there was resistance felt upon fixing the guidewire (unknown) and withdrawing the stent catheter. Under the x-ray, it was confirmed that the ¿release position of the stent was not deviated¿. They tried to withdraw the stent catheter again, but the ¿y-valve¿ of the stent catheter was ruptured at the ¿interface of the catheter¿. The whole stent system was immediately recovered from the non cordis sheath and was removed from the patient¿s body. Another smart flex was used to complete the procedure. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. No anomalies were noted when removed from the package or during prep. The right superficial femoral artery and anterior tibial artery stent (unknown) was implanted before the operation. Due to the vascular occlusion again, the patient was admitted to the hospital for surgical treatment. The puncture was through the left femoral artery. The lesion was not calcified. The was little vessel tortuosity and no vessel angulation. The device was not used for a total chronic occlusion. A non cordis guidewire and sheath were used. The non cordis sheath arrived at the lesion for angiography and the strip dissection lesion was found at the proximal end of the superficial femoral artery. The smart flex reached the lesion position smoothly through the sheath and completed the positioning preparation for the release. The device will be returned for evaluation.